Event description:
It was reported that stent partial deployment occurred. The patient underwent percutaneous trans-hepatic biliary stent insertion in the bile duct. A 8x30x75 epic vascular stent was advanced for treatment. It then occurred that throughout the procedure, the stent could only be deployed halfway and was partially retracted. The device was removed and the procedure was completed with a different device. There were no patient complications reported.